Event description:
It was reported that this right atrial (ra) lead exhibited out of range impedance measurements due to a fracture. The fracture was confirmed through x-ray. It was performed a device reprogramming. No surgical intervention required or scheduled. Device remains in service. No adverse patient effects were reported.